Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficult clip deployment and clip detachment, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure due to recurrent mr of grade 3-4. The transseptal puncture was low and the shaft of the clip delivery system (cds) was noted to be "hugging" the aorta, but the clip was able to be positioned properly. One clip was successfully implanted and a second clip (60329u150) was advanced. The clip was able to grasp the leaflets and deployment was initiated, but the clip did not deploy. Multiple troubleshooting maneuvers were performed, and the clip eventually deployed; however, the clip then detached from both leaflets with the gripper line still attached to the clip. The cds with the clip attached to the gripper line was able to be retracted into the steerable guide catheter (sgc) and all devices were then removed from the patient anatomy. There was no adverse patient effect or a clinically significant delay in procedure reported. Post procedure, the mr grade was reduced form 3-4 to grade 2. The procedure ended with only one clip remaining implanted in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficult to deploy clip was unable to be replicated in a testing environment due to the returned device condition. However, the reported complete clip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It is likely that the far lateral positioning of the clip contributed to the difficult deployment, as additional forces may be placed on the clip delivery system during positioning, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers. Furthermore, it appears that the troubleshooting maneuvers (procedural conditions) likely contributed to the complete clip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.